Event description:
It was reported that patient mistakenly pulled on tubing, this led to cannula maybe not sitting properly event occurred on (B)(6) 2026 led to hyperglycemia and ketones of 1.09 and was corrected with bolus.

Manufacturer narrative:
Establishment name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca post office or zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.